Event description:
It was reported that in 2001 a pt had surgery involving a size 0 absorbable suture. The procedure performed was a total vaginal hysterectomy, repair of rectocele, repair of internal anal sphincter, reconstruction of the perineal body and reattachment of the perineal body to the rectovaginal septum. Sphincter repair also utlized size 0 absorbable sutures. Approx six months later pt began having infections, discharge and pain in the vaginal area. Reportedly pt was re-admitted to the hosp in 2002, and 7 sutures were found and removed. The physician noted that the sutures were "resolving" but had been encapsulated in scar tissue, which he noted may have slowed the process.